Manufacturer narrative:
No samples (including photos) were received by bd canaan and batch # was not provided. Without this information investigation cannot proceed any further. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
The patient obtained insulin, needle and a 3 ml bd luer-lok¿ disposable syringe while in the hospital. He injected some of the insulin into his body before the healthcare worker could stop him. The hospital is unsure how much insulin he received but it did result in a lengthened hospital stay. The contact declined to provide further information at time of the report.